Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel prosthesis when the left prosthesis ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07/18/2018, mentor received additional information about the event: suspect medical device is a mentor memorygel breast implant 175cc gel breast prosthesis, catalog #3501751bc, serial #(B)(4), PMA #p030053, UDI # (B)(4). Concomitant product of the suspect medical device is a mentor memorygel breast implant 200cc gel breast prosthesis, catalog #3502001bc, serial #(B)(4). Implantation date for suspect medical device is (B)(6) 2007 explantation date for suspect medical device is (B)(6) 2018 on 07/19/2018, mentor became aware that the rupture of the suspect medical device was diagnosed by MRI. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 07/30/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/28/2018, the mentor failure analysis lab received the device for evaluation. On 09/09/2018, mentor completed the investigation on the suspect medical device. The device contained gel with clear appearance, upon receipt by mentor. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, the product evaluation (pe) team observed the device severely rented; it was received in two parts. Additional shell abrasion was found within the rent, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).